Event description:
Reportedly, the device was explanted at implant due to severe central regurgitation. This device was replaced with a mechanical valve (manufacturer name not provided). Per the surgeon's letter which was translated by the sales rep: operation was rather difficult since the heart was located deep into the chest but we managed to implant the valve with standard technique. Closed the heart and tried to get off by-pass but experienced by tee that the prosthesis leaked with a big central jet, degree 2/3/4. Stopped the heart again in order to inspect the valve. The valve appeared normal but we explanted it and implanted a mechanical valve instead. Patient outcome: doing well. Condition of prosthesis when removed: the prosthesis appeared normal although the central triangular closing point seemed bigger than normal. We know that there normally is a little triangular opening in the center when looking at these valves and that there also normally is a little closing volume/jet in the beginning of the lifetime for these valves. But this leak was much bigger and the opening in the center seems to be a little bigger than what we normally see.

Manufacturer narrative:
Surgeon's letter provided recap of operation. No preoperative or post operative diagnosis other than the mitral valve history was provided. Patient information was not released. Translation of letter provided by local sales rep. This event was determined reportable per edwards lifesciences procedures. Customer letter is requested. The device will be returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. No additional information provided. Tee has been requested but not received. Device not returned.

Event description:
It has been reported that a revision surgery was performed approximately 2 years from the initial surgery. No additional information has been provided at this ttime.

Manufacturer narrative:
Evaluation summary: indentations in the free margins of leaflet 1 and 3 at commissure 1 are evident; folds and creases are also noted in leaflets. Such characteristics are typical to those made by a suture loop; however a suture track was not detected. Thus the disruptions may have been caused by a mitral apparatus such as chordae tendineae. No other inconsistencies detected or in the x-ray. (Model6900/p)